Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) has been found with defective tubing during use. The following has been provided by the initial reporter: during the intensive CT examination, it's noticed that ext. Tubing disconnected with the y-port the sample returned is the reference sample with the same batch number due to the defected product has been disposed.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9081787. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It has been reported that one bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) has been found with defective tubing during use. The following has been provided by the initial reporter: during the intensive CT examination, it's noticed that ext. Tubing disconnected with the y-port. The sample returned is the reference sample with the same batch number due to the defected product has been disposed.